Event description:
The event is reported as: adult heated wire circuit melted while in pt use. No reported pt injury.

Manufacturer narrative:
The defective product has been requested but not received in time for this report. If product and lot number are received, a follow-up investigation report will be sent when completed.